Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age not provided for reporting. Date of event: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review not available to report at this time., based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2018 due to a broken wrist-spanning plate. The original procedure was performed on (B)(6) 2016 following a roll-over motor vehicle accident. The removed hardware included: one plate, six 2.4 mm cortex screws and two 2.4 mm locking screws, all removed successfully. This complaint involves nine (9) devices. Concomitant devices: 2.4 mm cortex screws (part #: unk, lot #: unk, qty: 6), 2.4 mm locking screws (part #: unk, lot #: unk, qty: 2).